Manufacturer narrative:
(B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45g reload was returned along with the opened packaging, unfired with the reload pan partially dislodged from the left proximal side. In addition, one single driver was returned adhered with tape to the packaging, 13 double drivers were missing and 2 single drivers missing as well, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances were identified.

Event description:
It was reported that during the lung resection surgery, noted that cartridge base loose and could not install. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.